Manufacturer narrative:
This ipg serial number was included in field advisories. Evaluation codes: results: the battery of the returned product was depleted. The ipg was cut opened to manually charge the ipg. The ipg was functionally tested on automated test equipment (ate). All portions of the testing passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was received by the failure analysis lab. Follow-up identified the system was explanted per the pt's request; however, the reason for the explant in addition to the explant date is unk.